Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of years ago from date the manufacturer became aware of the event. Block d6b: explant date: (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 5019694 / 5161262.

Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. No device malfunction was suspected.